Event description:
I had the essure procedure done in 2010. Since that time I had erratic heavy bleeding, severe abdomen pain, skin rash, leg pain, back pain, etc. I finally had an ultrasound that found a tumor which was more than likely the cause for some of the bleeding. However, all the other symptoms which are not tumor symptoms went away when the essure coils were removed with my fallopian tubes. My obgyn concluded the other effects were from the essure procedure.